Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the valve is defective. No patient complications have been reported. The product is expected to be returned. It was further reported the dilator was inside the sheath prior to, and/or at the time, the air was observed. Excessive bubbles were observed in aspiration syringe. The guidewire was in the left superior pulmonary vein (lspv) when the farawave was inserted into the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the valve is defective. No patient complications have been reported. The product is expected to be returned.